Manufacturer narrative:
While on the phone with the user, dario's representative offered to troubleshoot with her, in order to further investigate this issue, however, the user refused to troubleshoot with the dario representative. During the phone call, it was determined that the user was storing her cartridges of strips in a drawer in the laundry room. Dario's user guide states in the section storage and handling: "the test strip is sensitive to humidity, keep it in 10%-90% relative humidity and cool environment." The high bg readings may have been due to the misuse of the strips. The user also informed dario's representative that she is no longer using the dario meter. Therefore, there is not enough information regarding the inaccurate readings, the strips and the meter to investigate. No resolution is available.

Event description:
On february 11th, the user contacted dario to report high blood glucose (bg) readings. The user reported that she received from her dario meter bg readings 15 mg/dl higher than her non-dario meter and her doctor's bg measurements. On the 28th of february, the user contacted dario again to report that she received from her dario meter high bg readings in the 300 mg/dl range. The user reported that after receiving these high readings, she opened a new cartridge of strips and she continued receiving high readings. The user reported going to the doctor where her bg level was measured with the doctor's meter which read 100 mg/dl.